Manufacturer narrative:
Product event summary #there was no performance data available for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient had an episode of ventricular tachycardia and ventricular fibrillation and no therapy was delivered. It was also reported that the implantable cardioverter defibrillator (ICD) the charge circuit was inactive. It was noted that the device was at end of service and according to a family member of the patient, the device had not been checked since (B)(6) 2009. The patient has been intubated and is in intensive care. The device remains implanted. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.